Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, a reportable malfunction was noted where there were cuts on the probe head with the core exposed. The most probable cause of the discovered damage is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the ultrasound gastrovideoscope had cuts on the probe head with the core exposed. There was no patient involvement.